Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified issue using internal paddles with this defibrillator. There was no patient harm reported.